Manufacturer narrative:
B5; additional information received: it was confirmed that the stent graft was oversized in relation to the patient's aortic neck diameter and no infolding was observed. H6; codes updated film evaluation summary the reported endoleak could not be confirmed on the pre-implant film provided; however, the anatomical considerations noted to have contributed to the events could be appreciated, i.e. Short infrarenal neck. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration and contrast leakage could not be evaluated. It is most likely that the patient's anatomy associated with the reported oversizing of the bifurcate stent graft were contributory factors in the occurrence of the type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft was implanted for the endovascular treatment of a 56mm abdominal aortic aneurysm. The index  procedure was noted to be a sub-urgent evar case for an aaa with difficulty in laparotomy. It was noted that the patient's infrarenal aortic neck was short and measured 9mm.   It was reported that the final contrast study at the end of the index procedure identified a type ia endoleak. Ballooning was performed and the amount of contrast leakage decreased. Act exceeded 300, and the neck distal region had a high oversized rate. It was a small leak caused by the vertical wrinkles of the graft which would disappear if heparin was neutralized.   Per the physician, the cause of the endoleak was related to the patient's anatomy  due to short neck.   No additional sequelae was reported and the patient will be monitored.